Event description:
Telemetry confirms a critical alarm was occurring. Per the nurse the patient heard the alarm due to a motor stall which occurred (B)(6) 2012 at 1011. It was noted that the stall was constant. The patient experienced withdrawal with the following symptoms vomiting, increased pain and fidgety anxious. The hcp denied any magnetic or emi interaction. The pump delivered morphine and baclofen (compounded). Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was reported that the pump was replaced 2013-(B)(6). There was saline in the pump at the time of the replacement. The pump was ¿dead¿ for about 6 months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial# (B)(4), implanted on: (B)(6) 2007, explanted on: unknown. (B)(4).